Event description:
Fire department personnel attended to a 51 y/o male diagnosed in full cardiac arrest (unwitnessed). Allegedly, when a shock was administered, the operator observed electrical arcing at the electrode site where the lead wire connects to the electrode. Another set of electrodes was subsequently used with no other problems reported. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the immediate and successful use of a backup set of electrodes.